Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out of range shock impedance measurement (129 ohms). Additional information indicates that the patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.